Event description:
It was further reported that the procedure was scheduled. Vascular access was obtained via the brachial artery. The lesion was approximately 10mmx3mm, concentric and de novo. The vessel was severely calcified. The lesion was predilated using an apex balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous "distal right coronary artery (rca) and atrioventricular branch or posterior descending artery". The lesion was predilated with an unspecified balloon. The 2.5x12mm taxus liberte stent delivery system (sds) was advanced to the lesion and got "stuck" proximal to the lesion. The device was removed and it was noted that the "distal stent" was lifted. The procedure was completed using another of the same device. There were no complications and the patient condition was listed as good.